Event description:
It was reported that the ilet user navigated to a ¿press and hold¿ screen during a supply change while not connected to the body and was subsequently guided through exiting that screen and correctly completing the infusion set and cartridge change using insets. There were no reported adverse clinical effects. Outcomes included no interruption of therapy, no alarms, and successful completion of the supply change. Investigation included remote troubleshooting and user education regarding correct supply change steps. Investigation of this case revealed user operational error related to incorrect sequence during the supply change, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.